Event description:
Technical services received a call on 7/2/12. Caller reported this rv lead with >2000 ohms. Rv was 700-800 ohms at change out ((B)(6) 2012} and this issue came about after that procedure. There is inhibition of pacing with noise>2 sec at 30bpm. Patient was symptomatic, syncope. Noise also on lead at varying amplitudes. Lead to be revised tomorrow, (B)(6) 2012. Patient with dr. (B)(6). Patient in chronic atrial fibrillation. Caller is asking about doo mode. Unable to get a good rv threshold. Technical services commented no doo mode. Only suggestion would be to adjust sensitivity or off electrocautery. Would need to be monitored for vf or loc. Biv trigger suggested. Caller to call back after revision. Might have to admit patient. No additional information is available at this time. Lead was implanted on (B)(6) 20 07. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)